Event description:
It was reported that the patient had a large hematoma in implantable cardioverter defibrillator (ICD) pocket which prolonged hospitalization. The hematoma had pocket evacuation and electro cauterization. The patient is part of the wrap-it study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 459888 lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.